Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
During a high-risk pci, the patient required resuscitation related to pci. During cardiac arrest cp showed "saturated flow" correctly. Throughout the resuscitation, cp showed pump flow high or saturated. There were no adverse consequences for the patient due to pump flow.

Manufacturer narrative:
Corrected information has been provided in b1 (event type) to accurately reflect [injury/malfunction/death classification].